Manufacturer narrative:
Approximate age of device: 9 mo. The system controller was returned to the manufacturer for evaluation. The system controller was connected to the laboratory equipment in the manufacturer¿s lab. The system initiated operation at 9400 rpm with no alarms active. Both power cables were manipulated with no effect on the test system operation. The white and the black power cables were independently disconnected and the system functioned as intended supported solely by either cable. A self-test was performed and the system controller passed. All audio and visual alarms were verified during the test. Full functional testing was performed and the system controller passed the test procedure. The returned system controller operated a mock circulatory loop with no alarm conditions noted. The report of pump stoppage events were confirmed during the analysis of the data recorded in the data log file. Review of the data log file retrieved from the returned device revealed multiple pump stops and speed instability events. These events were accompanied with a low speed advisory/hazard, a low flow hazard and a low speed operation/pump stopped alarms active while the system controller was supported by the power module. The log files also captured pump power elevations up to 32.1 watts and a high pulsatility index (pi) value as high as 13.4 during these events. Based on investigation results of the returned system controller and the findings within the log file data, the pump speed instability and the pump stoppage events could be related to a potential compromised percutaneous lead. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called the vad coordinator to report that the metal portion of the driveline had pulled apart from the silicone near the system controller area. The following day, the manufacturer performed a clamshell repair on the driveline. At that time, the device history log was downloaded and pump stoppage events were noted. The patient did not experience any symptoms. Driveline x-rays were completed and the account decided that there was no reason to believe that it was a driveline issue. The system controller was exchanged for a pocket controller. It was later reported that the customer thought the power module patient cable may have caused the pump stoppage events and not the system controller. The patient was given a new power module patient cable. No subsequent issues have been reported.